Manufacturer narrative:
This event concerns a device that was manufactured and used outside the u.s. Analysis is pending.

Event description:
The ICD involved in this report was interrogated because the pt received a shock on previous day. Communication with the device was difficult, and a message about device reset was displayed. Regarding the implanted system, ventricular lead impedance decrease was observed since few months, as well as oversensing episodes became visible. Therefore, a recommendation was requested for the device. Preliminary analysis revealed the device reset resulted from a programmer software anomaly that is fixed in the last version of the programmer software. No anomaly was identified in device operations. Pt files were reviewed and showed non physiological signals in both cavities in recorded episodes. On 17 mar 2010, a system revision was recommended in order to check leads integrity of this system. On 18 mar, 2010, system revision was performed. The lead insulation was visually confirmed damaged in the pocket, probably due to crush between can and rib. The physician decided to replace the device for several reasons, but there was almost no suspicion that the device was malfunctioning. Nevertheless, the physician requested the device to be investigated.